Event description:
Smooth headless steinmann pins were used to hold the femoral cutting block in place. When using the saw to perform bone cuts, one of the smooth pins migrated/vibrated out and fell on the floor. Both pins were replaced assuming they had both fallen on the floor but it was later discovered that one had gone through the block and entered the femoral im canal and was unable to be retrieved. This is an experienced surgeon who has never experienced anything like this before. Foreign object retained in patient. Problem retrieving steinmann pins in the femoral im canal, recommend creating a magnetic instrument that would be able to retrieve the pin from the canal instead of pushing it further away. Manufacturer response for steinmann pin, (brand not provided) (per site reporter). Sales rep provided surgical technique guide, discussed jig and pins with operating room staff.